Event description:
It was reported that the patient's carelink monitor was not dialing out. A different phone cord than the one provided with the monitor was used and transmission was successful. A new telephone cord will be sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product analysis: model: 2490c8, serial/lot#: (B)(4): the remote monitor was returned and the analysis revealed that no defect was found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and replaced.